Manufacturer narrative:
Investigation - evaluation: at the 2019 veith symposium, dr. (B)(6) gave a presentation entitled, ¿when limb occlusion occurs after an evar, endovascular solutions are the way to go: technical tips to make them safe and effective.¿ in his presentation, dr. (B)(6) described his practice in treating iliac limb occlusions by endovascular means. The presentation detailed 18 patients who experienced occlusions following evar procedures using cook devices. This complaint will evaluate information received for ¿patient 5.¿ the patient underwent an evar procedure on (B)(6) 2011. The patient received a tffb-24-96-zt main body (lot 2776490) and 2 iliac leg grafts (tfle-16-56-zt, lot 2672270 and zsle-16-56-zt, lot 2866093). At some unknown time later, one of the iliac limbs was reported as occluded. It is unknown which leg graft occluded. It is unknown what treatment was given for the occlusion, although based on the subject of the presentation, it is assumed that endovascular treatment was performed. The outcome of the patient is unknown. Imaging will not be provided, and the complaint device will not be returned. A review of the complaint history, device history record (DHR), drawing, instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities were in place during the manufacturing of these devices. A review of the design history files found that appropriate testing has been performed and appropriate controls are in place regarding the reported failure mode of the device. The dhrs for the potential device lots and their related sub-assembly lots revealed no recorded non-conformances. A database search found no other events related to the potential device lots. Furthermore, there is no evidence to suggest that non-conforming product exists either in house or in field. From the given information, cook has also concluded that the devices were manufactured to specification. Tfle leg grafts are shipped with IFU t_zaaaf_rev5. The IFU for the device gives instruction for device placement, patient selection and follow up regarding use of the device: ¿warnings and precautions: section 4.1: general: patents experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Section 4.2: patient selection, treatment and follow-up: adequate iliac or femoral access if required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. The zenith flex aaa endovascular graft with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. ¿vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and /or may increase the risk of embolization. Section 4.4 device selection: appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside this range can result in endoleak, fracture, migration, device infolding or compression. Section 5.2 potential adverse events: arterial or venous thrombosis and/or pseudoaneurysm. Claudication (e.g. Buttock, lower limb). Graft or native vessel occlusion. Section 8 patient counseling information: physicians must advise each patient that it is important to seek prompt medical attention if he/she experiences signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include paint in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Section 11. 11.1.8 contralateral leg placement and deployment: "4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency ad a minimum overlap of one full iliac leg stent (i.e., proximal stent of iliac leg graft, maximum overlap of 1.5 stents) within the main body endovascular graft." 11.1.11 ipsilateral iliac leg placement and deployment: 2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the ipsilateral limb of the main body. Note: if an overlap of greater than three iliac leg stents is required (greater that two iliac leg stents for 37, and 54 mm leg lengths), it may be necessary to consider use of a leg extension in the bifurcated area of the opposite side. Zsle leg grafts are shipped with IFU t_zaaasz_rev4. The IFU for the device gives instruction for device placement, patient selection and follow up regarding use of the device: warnings and precautions: section 4.1: general: patents experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Section 4.2: patient selection, treatment and follow-up: adequate iliac or femoral access if required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. The zenith spiral-z aaa iliac leg with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. Section 4.4 device selection: appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside this range can result in endoleak, fracture, migration, device infolding or compression. Section 5.2 potential adverse events: arterial or venous thrombosis and/or pseudoaneurysm. Claudication (e.g. Buttock, lower limb). Graft or native vessel occlusion . Section 8 patient counseling information: physicians must advise each patient that it is important to seek prompt medical attention if he/she experiences signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include paint in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. 11.1.4 contralateral iliac leg placement and deployment: 4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency, a minimum overlap of one stent, and a maximum overlap of 30mm within the main body endovascular graft. 11.1.5 ipsilateral iliac leg placement and deployment: 2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one stent inside the ipsilateral limb of the main body. Note: if an overlap of greater than 55mm is required, it may be necessary to consider use of a leg extension in the bifurcated area of the opposite side.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause was not established; however, thrombus formation/occlusion is a known inherent risk of using these devices. Factors which can influence thrombosis and occlusion include patient anatomical condition, planning and sizing of the device, placement of the device outside of IFU instructions and hypercoagulable state of the patient (such as cancer). There is insufficient information to conclude if any of these factors contributed to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: exact rpn of complaint device is unknown. Device was a either a zenith flex with spiral-z technology aaa endovascular graft iliac leg, zsle-16-56-zt, lot 2866093 or a zenith flex aaa endovascular graft iliac leg, tfle-16-56-zt, lot: 2672270. Concomitant products: zenith flex aaa endovascular graft bifurcated main body , tffb-24-96-zt, lot: 2776490. (B)(6). Report source - other: (B)(6); internal personnel. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex aaa endovascular graft iliac leg occluded. Two limbs and a main body were implanted during an infrarenal aortic aneurysm repair on (B)(6) 2011. It is unknown which of the two limbs occluded and when the occlusion was noted. It is unknown if a re-intervention was required due to the occlusion. No other adverse effects have been reported for this incident.